Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no:(B)(6) batch no: unknown. It was reported that product was dirty / stained.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd 10ml syringe luer-lok¿ tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: material no: 301073, batch no: unknown. It was reported that product was dirty / stained.